Event description:
Additional information noting that the patient underwent a revision of the bleb and is doing well. Patient is currently on medication.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of blebitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a case in which a xen45 gts was implanted into an unknown eye 3 years ago and that the patient developed blebitis.